Event description:
It was reported that during the procedure, the impedance rose rapidly and the navistar thermocool catheter did not have signals. The case was completed and there was no patient injury reported in this case. Upon request, additional information was provided on the event. The physician noticed the impedance issue before the ablation. There was no ablation delivered with this impedance. The impedance cut-off setting was set to 220 on the generator. It was unknown if there was any impedance error or warning message. There was no char formation or steam pop associated with this abnormal impedance. A biosense webster mapping system was not used during this procedure. This event was highly detectable and was deemed not reportable. Upon visual inspection of the returned complaint catheter on (B)(4) 2013, the bwi failure analysis lab noted char on electrode ring #3. This condition is indicative of a reportable event, thus marking (B)(4) 2013 as the alert date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. The reported lot number was provided as 15833544m. (B)(4)

Manufacturer narrative:
(B)(4). It was reported that during the procedure, the impedance rose rapidly and the navistar thermocool catheter did not have signals. The case was completed and there was no patient injury reported in this case. Upon request, additional information was provided on the event. The physician noticed the impedance issue before the ablation. There was no ablation delivered with this impedance. The impedance cut-off setting was set to 220 on the generator. It was unknown if there was any impedance error or warning message. There was no char formation or steam pop associated with this abnormal impedance. A biosense webster mapping system was not used during this procedure. The returned device was visually inspected upon receipt and the ring #3 had char. It was then tested for electrical performance, stockert compatibility and thermal sensor response. The catheter failed electrical and stockert tests. Further investigation revealed that the lead wires from rings #1 and #3 were shorting inside the catheter. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.